Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant products 5076 implantable pacing lead, (B)(6) 2009; 4194 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  met elective replacement indicator (eri) with possible premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.